Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts to obtain additional information have been made with no response to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a vitrectome did not cut or aspirate very well during a vitrectomy procedure. It is unknown if there was any patient harm. Several attempts to obtain additional information have been made with no response to date. This is the second of two reports being filed for this facility. This report is for the case with unknown patient outcome.

Manufacturer narrative:
Evaluation summary: the 25ga probe was not returned for not cutting and no aspiration. For this complaint file, the final customer lot was identified. For this final lot, four component probe lots were used to make up the final lot. A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for this reported issue. Because a sample was not returned and the lot information indicated the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue could not be determined.